Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone (B)(4) intraocular lens (iol) using the ez-28 delivery device system. Intraoperatively, the surgeon was unable to properly position the iol in the capsular bag. The iol was removed, a vitrectomy was performed and an anterior chamber iol was implanted successfully. Additional information has been requested. Reference MDR #1119279-2010-000122.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. (B)(4).